Manufacturer narrative:
Insulin pump power up properly after battery installation. Insulin pump received with operating currents within spec. No failed battery test noted. Insulin pump passed selftest and displacement test. Insulin pump received with the audio alert functioning properly. No audio alert anomaly noted. Hardware low level failures alarm (variable 3) confirmed in the pump history due to broken pin 6 trace (sda) on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had failed battery alarm and insulin pump was not working and had no sound. Customer¿s blood glucose level was 83 mg/dl. The customer states pump was not working. Troubleshooting was performed for failed battery alarm. The insulin pump will not be returned for analysis.